Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7005649, medical device expiration date: 12/31/2017, device manufacture date: 01/05/2017. Medical device lot #: 6322534, medical device expiration date: 11/30/2017, device manufacture date: 11/17/2016. Medical device lot #: 7005649, medical device expiration date: 12/31/2017, device manufacture date: 01/05/2017. Medical device lot #: 6322534, medical device expiration date: 11/30/2017, device manufacture date: 11/17/2016. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cap/stopper of the gold bd hemogard¿ vacutainer® plus plastic sst tube popped off during collection, transport, and centrifuge. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Results: no samples/photos were received, however this complaint falls within the scope of CAPA (B)(4). A review of the device history record was completed for batch 7005649, reorder number (B)(4). Product was manufactured at the bd (B)(4) site january, 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. A review of the device history record was completed for batch 6322534, reorder number (B)(4). Product was manufactured at the bd (B)(4) site november, 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion: this complaint is confirmed based on the evaluation of the failure mode described by the customer. CAPA pr # (B)(4) has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Refer to CAPA pr # (B)(4) for complete documentation and action plans.